Event description:
It was reported that during deployment of a vascular stent in the sfa, a loud click/pop was heard and the stent would no longer deploy. The entire stent system, including the partially deployed stent, was removed w/o incident and another vascular stent was successfully deployed. No pt injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.